Manufacturer narrative:
At this time, the pacemaker has not been returned. This record will be updated upon return and completion of analysis, or if additional information becomes available.

Event description:
It was reported that this patient experienced an episode of syncope, resulting in a fall and a head injury requiring stitches. When the patient was evaluated, it was determined that the battery of her pacemaker was at end of life (eol). The pacemaker was explanted and replaced. No additional adverse patient effects were reported.